Event description:
The hospital reported the wheel detached from the base of the unit during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The wheel and base were recommended for replacement to resolve the issue. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The wheel and base were recommended for replacement to resolve the issue. Legal manufacturer: hcs (B)(4).